Manufacturer narrative:
The initial MDR 2247117-2017-00046 was filed on april 06, 2017. Additional information (03/15/2017): a siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a full service check, and indicated no issues found. The cse confirmed dilution well performance. A siemens headquarter support center specialist reviewed the complaint. The initial issue of dilutions not matching for hcg was not replicated. Service went onsite and did not find any mechanical issues that would attribute to the issue. The engineer repeated dilutions with the customer and the dilutions matched. As the initial dilution was lower it is possible there was an issue with the sample, possibly presence of air bubble(s) in the sample. The cause of the discordant total human chorionic gonadotropin result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The ccc found the customer's quality control (qc) was in at the time of the event. No clots or fibrin were noted with the associated samples. Siemens is investigating the event.

Event description:
Discordant human chorionic gonadotropin results were obtained on five patient samples, on an immulite 2000 instrument. For sample (B)(6), the initial result was run neat. The customer questioned the result and repeated the same sample on the same immulite 2000 instrument with a dilution (x10), a dilution (x20), a dilution (x10, reported), a dilution (x10), a dilution (x20) a dilution (x20) and a dilution (x20). For sample (B)(6), the initial result was run neat. The customer questioned the result and repeated the same sample on the same immulite 2000 instrument with a dilution (x10), a dilution (x20), a dilution (x10, reported), a dilution (x10), a dilution (x10), a dilution (x20), a dilution (x20) and a dilution (x20). For sample ID: patient 1, the initial result was run neat. The customer was testing for baseline hormone level prior to stating fertility treatments. The customer repeated the same sample on the same immulite 2000 instrument with an elevated result, a similar neat result and a similar neat result (reported). For sample ID: patient 2, the initial result was run neat. The customer questioned the result and repeated the same sample on the same immulite 2000 instrument with a dilution (x5), a dilution (x10, reported) and a dilution (x10). For sample ID: patient 3, the initial result was run neat. The customer questioned the result and repeated the same sample on the same immulite 2000 instrument with a dilution (x10), a dilution (x20), a dilution (x40), a dilution (x100, reported) and a dilution (x10). The customer asked the nurses before submitting the results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, human chorionic gonadotropin results.